Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver display screen became frozen. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of the receiver display screen became frozen could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. A review of the downloaded data log observed firmware errors. Functional testing was performed and the liquid crystal display (lcd) test passed. A receiver lcd drop test was performed and the test passed. The reported event of a frozen screen display was confirmed through the data log review. The root cause could not be determined.